Event description:
The nurse reported that an occlusion system message displayed during surgery. They attempted to resolve the issue by re-booting, switched out the handpieces, and all consumables. They also brought in another system; however, the second unit also displayed the same message. They were unable to complete the case and 4 other cases were cancelled. There was no patient harm reported.

Manufacturer narrative:
The company service representative examined the system and did not duplicate the system message reported. The systems were then tested and met all product specifications. The staff did not save the consumables for evaluation and the company service representative counseled the staff to save any consumables for evaluation if the incident recurs. The company service representative re inserviced the staff on the system, including set-up and troubleshooting. The root cause of the event cannot be determined in this investigation.